Event description:
I was informed that I should continue CPAP even though my philips respironics was recalled. I have been getting reoccurring sinus infections/upper respiratory. I went to urgent care and was instructed to take the prescribed treatment but because I could not breathe, I did not use my CPAP. Soon as I got better and used my CPAP again; I woke up sneezing, coughing, and congested. I was back to square one. No rest. So this is an issue because I have been cleaning my machine every night, but now it's to a point I can no longer use it because it's making me sick. FDA safety report ID # (B)(4).